Manufacturer narrative:
Investigation summary: customer returned (6) loose 1cc, 8mm syringes. Customer states that the plunger is hard to get out/move when drawing. All returned syringes were tested and all plungers were exercised without any observed defects. All samples were also tested and all were able to draw and expel properly without any observed defects. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 of the bd insulin syringe with the bd ultra-fine¿ needle(s) 1ml 31gx5/16", had plunger difficulty before use. No report of medical intervention or serious injury.